Event description:
Telemetry unit (B)(4) was warm to touch and removed from pt. Telemetry unit removed from service and evaluated by biomed. Biomed connected the unit to a stimulator but could not duplicate problem. After 30-45 mins of normal operations, the problem could not be duplicated. The telemetry unit was returned to the nursing unit (B)(4) 2011.